Event description:
Literature: kennedy sh, giacobbe p, rizvi sakina j, et. Al. Deep brain stimulation for treatment-resistant depression: follow-up after 3 to 6 years. Am j psychiatry. 2011;168(5):502-510. Http://www.ncbi.nim.nih.gov/pubmed/21285143. Summary: the authors represent an extended f/u of 20 pts with treatment-resistant depression who received deep brain stimulation (dbs) to the subcallosal cingulate fyrus (brodmann¿s area 25) between (B)(6) 2003 and (B)(6) 2006. After an initial (B)(4) study of dbs, pts were seen annually and at a last f/u visit (between (B)(6) and (B)(6) 2009) to assess depression severity functional outcomes, and adverse events. There were 9 male pts and 11 female pts. Functional impairment in the areas of physical health and social functioning progressively improved up to the last f/u visit and in general, pts required less medication after dbs implantation. Reportable event: the authors reported that one pt had a hardware infection in the first 3 months after surgery. This complication was related to technical factors, including externalization of electrodes. The hardware was replaced without complication and with continuing clinical benefit. The source literature did not specify which device model was used. See literature article with MFR report# 3007566237-2011-07025.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no add'l info was available, add'l info regarding the pt and the device has been requested.